Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported that her dexcom device was not consistently providing accurate glucose readings. During the night, the patient went to the bathroom and experienced a syncopal episode, resulting in a fall and an unspecified facial injury. The duration of unconsciousness, if any, was not reported. After regaining awareness, the patient self-treated what she described as suspected hypoglycemia with sugar cubes. No cgm readings or bg meter values were reported in association with this event. Due to the facial injury sustained during the fall, the patient subsequently presented to her doctor¿s office. During that visit, the patient¿s omnipod device was replaced; however, no medications or additional treatments were provided. There was no documentation indicating that the facial injury received specific medical evaluation or treatment. Attempts to contact the patient for additional details and clarification were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.